Manufacturer narrative:
Unit received with partial display due to cracked lcd glass. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to partial display. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was out of service. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.